Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. A request to return the device has been made and further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to low blood glucose over 20 mg/dl. The customer was experiencing low glucose for one day. Troubleshooting was performed. The customer stated that she has not been wearing the insulin pump for the last three and a half weeks. The customer did not feel comfortable and requested a replacement of the insulin pump. The customer's recent glucose reading was 135 mg/dl. No further info was provided.